Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("intractable chronic pelvic pain") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy, headache, borderline personality disorder, schizoaffective disorder, depression, lower abdominal pain, fever, vaginal delivery, parity 4, multi gravida, miscarriage, genital herpes, post-traumatic stress disorder, post-traumatic stress disorder, anxiety depression, gonorrhea and endomyometritis. Previously administered products included: diphenhydramine and topiramate. The patient had a family history of diabetes mellitus and bipolar disorder. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, right salpingectomy). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2023. The reporter considered pelvic pain to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2011; as per mr : (B)(6) 2011; discrepancy noted : removal date; as per argus (B)(6) 2023; as per mr : (B)(6) 2023; four coils were noted at the end of essure placement. Seven to eight coils were noted on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2011: findings: lower chest: minimal bibasilar dependent subsegmental atelectasis. Otherwise, the visualized lung bases are clear. The heart is normal in size without pericardial effusion. Genital system: bilateral intrauterine essure devices, which appear well positioned at the bilateral uterio- tubal junction. Bilateral adnexa are unremarkable. Impression: 1. No acute intra-abdominal or pelvic process. Normal appendix. No significant free fluid or loculated. Fluid collections. 2. Bilateral well-positioned intrauterine essure devices. Bilateral adnexa are normal in appearance. [Hysterosalpingogram] on (B)(6) 2012: no filling of contrast of the bilateral fallopian tubes or spillage of contrast. Occlusion of the bilateral fallopian tubes. 2. Bilateral essure devices present within the fallopian tubes. [Pathology test] on (B)(6) 2023: the right 5 cm in length up to 0.8 cm in diameter fimbriated fallopian tube displays. A patent-appearing lumen with several adjacent para tubal cysts that range in size from less than 0.1 to 0.1 cm. Within the proximal lumen of the fallopian tube is a 0.4 cm in length x 0.1 cm in diameter silver metallic foreign body. Further sectioning of the fundus reveals an additional silver metallic foreign body within the right lumen measuring 2.5 cm in length x up to 0.2 cm in outside diameter and is grossly consistent with an essure coil. Additional sectioning of the left cornu has a 2.6 cm in length x 0.2 cm in outside diameter silver metallic foreign body that is also grossly consistent with essure coil. [Pregnancy test] on 06-aug-2012: negative [ultrasound scan] on 21-sep-2011: findings: the uterus measures 10.5 x 5.2 x 7.8 cm. The endometrial echo measures 3.6 mm in thickness and is homogenously hypoechoic. No dirty shadowing to suggest air. Bilateral essure devices appear properly positioned. The right ovary measures 3.8 x 2.0 x 1.9 cm. The left ovary measures 3.9 x 3.1 x 4.0 cm. The ovaries are normal in appearance and echogenicity. Normal flow is seen to both. Mild simple physiologic free fluid is visualized within the cul-de-sac. Impression: no acute abnormality of the pelvis per ultrasound. Endometrium is normal in thickness. Bilateral essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : event - "medical device removal is updated to endomyometritis" reporters information, patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery scheduled on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure removal surgery scheduled on (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery scheduled on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure removal surgery scheduled on (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.